Manufacturer narrative:
Corrections made in the following section(s): initial awareness date in initial submission should have been 5-mar-2019.

Event description:
Revision due to wear. The surgeon removed metal femoral head and poly acetabular liner. Femoral stem and metal acetabular shell were inspected and found to be stable and in good position. Surgeon inserted a trial liner 32mm 0 degree and a trial fem head 32 +0 head. After range of motion tests surgeon found construct stable and acceptable, surgeon called for new implants. Surgeon implanted an acumatch gxl 0 degree, size g, 32mm liner and a 32mm +0 femoral head. Patient was stable leaving the operating room. This is one of two products involved with the reported event and the associated manufacturer report number 1038671-2019-00224.

Manufacturer narrative:
Section h10: h1: the revision reported in experience (B)(4) was likely the result of instability. However, this cannot be confirmed as the explants were not available for evaluation. Possible causes of instability for these devices are listed in rmr # 750-2004-010-rmr-implants rev a and rmr # 750-2009-021-rmr rev c. Section h11: after further review of additional information received the following corrections were made in the following section(s): d1. D2b (product code).

Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to wear. The surgeon removed metal femoral head and poly acetabular liner. Femoral stem and metal acetabular shell were inspected and found to be stable and in good position. Surgeon inserted a trial liner 32mm 0 degree and a trial fem head 32 +0 head. After range of motion tests surgeon found construct stable and acceptable, surgeon called for new implants. Surgeon implanted an acumatch gxl 0 degree, size g, 32mm liner and a 32mm +0 femoral head. Patient was stable leaving the operating room.

Manufacturer narrative:
Correction: the aware date reported in supplemental report 1038671-2019-00224 follow up 2 is incorrect. The correct aware date is (B)(4) 2019.